Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was having trouble with bolus wizard. Customer stated that every time she tests it does not give her a bolus. The customer was educated how the bolus wizard works. Customer stated that her blood glucose were higher than normal getting up to 150 mg/dl and still not giving a bolus. Advised the customer it could be bolus wizard anomaly. Customer stated that the insulin pump was malfunctioning and requested for insulin pump replacement. Customer's blood glucose was 108 mg/dl. No further information provided.